Event description:
Approx 60% through phacoemulsification the shaft of the phaco tip was identified to have broken. The break was approx at the distal one-third of the phaco shaft, and the shaft of the phaco remained within the sleeve surrounding it as the phaco instrument was removed from the eye. No material from the phaco shaft fell into the eye. The tip was replaced and phacoemulsification was completed uneventfully. The pt went to recovery in stable condition, no complications noted.